Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, tilted, embedded in the wall of the ivc and perforated into organs. The device was removed percutaneously. It was further reported that the patient reportedly experienced chest pain and a CT scan revealed that the fractured filter struts to be lodged in the left lobe segmental pulmonary; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, embedded in the wall of the ivc and perforated into organs. The device was removed percutaneously. It was further reported that the patient reportedly experienced chest pain and a CT scan revealed that the fractured filter struts to be lodged in the left lobe segmental pulmonary; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years later computerized tomography revealed that inferior vena cava filter was noted, with tines extended the lumen of the inferior vena cava and abutted the aorta. Approximately, two months later computerized tomography revealed that there was a retrievable inferior vena cave filter in an infrarenal location. There was significant tilting of the filter of approximately 14 degrees. Several struts of the filter penetrated the inferior vena cava. A single shot abuts the proximal right common iliac artery and is likely the within the vessel wall or possibly encapsulated by scar tissue. Another strut abutted or possibly penetrated the duodenum a posterior strut abuts the anterior inferior aspect of the l3 vertebral body. In retrospect, there were only 11 struts/tines attached to the main filter body at this time. Approximately, one month later the 1.25 mm axial non contrast images, the missed filter stripe was seen in a left lower lobe segmental pulmonary artery. Retrospective review of the scan demonstrated a single strut in a small left lower lobe pulmonary artery compatible with filter fracture. Non enhancing crescentic focus in the proximal right common iliac artery in the region of the previously lodged filter struts likely representing active scar tissue or thrombosed arterial injury. Foreign body retrieval procedure was performed through right internal jugular vein access. Then, the cook retrieval sheath was advanced into inferior vena cava below the filter. Then, a loop snare was used to engage the filter out. The hook was snared, and the sheath was advanced over the filter and the filter removed in its entirety. Therefore, the investigation is confirmed for filter limbs detachment, perforation of inferior vena cava (ivc) and positioning issue. Based on the available information, the definitive root cause is unknown.. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2013), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device was removed percutaneously. It was further reported that the patient reportedly experienced chest pain and a CT scan revealed that the fractured filter struts to be lodged in the left lobe segmental pulmonary; however, the current status of the patient is unknown.